Event description:
It was reported that the procedure was to treat a 100% stenosed eccentric lesion in the heavily tortuous mid left anterior descending (lad) artery. The 3.0x23mm xience v stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 2.5x18mm xience v stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known potential patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.